Manufacturer narrative:
The date of incident has not been provided and the device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The alleged event could not be duplicated.

Event description:
Consumer alleges the back does not lock properly and has fallen out several times backwards.

Event description:
Consumer alleges the back does not lock properly and has fallen out several times backwards.